Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose is 85 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with all buttons functioning properly and no button error alarm observed during testing. However, corroded keypad traces were noted during visual inspection. Damages to the case, reservoir tube lip, lcd window, display window, reservoir tube window and a stained end cap stick also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).